Event description:
It was reported that pump displayed continuous glucose monitoring error and caller mentioned error 42 on sensor. There was no reported impact to the customer¿s blood glucose level. Customer worked with support to perform pump reset using provided instructions, error did not recur after reset, and caller successfully started sensor session with no additional issues reported.